Manufacturer narrative:
Novocure opinion is that a contribution of optune gio transducer arrays to the skin irritation requiring oral antibiotics cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 75-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy (B)(6) 2025. On (B)(6) 2025, the patient informed novocure of a skin reaction described as a small scab located on the left anterior scalp. The reaction was initially observed on (B)(6) 2025, during an optune gio transducer array change. The patient was advised to avoid shaving the affected area and to trim the adhesive to leave the site exposed. On (B)(6) 2025, the patient reported the appearance of two small sores, on the left and right side of the scalp. The patient stated that she was evaluated by a physician who prescribed unspecified oral antibiotics and recommended to temporarily discontinue optune gio therapy to allow the scalp to heal. Pictures provided by the patient showed a crusted skin lesion with mild to moderate erythema on the right frontal scalp and a larger crusted lesion on the left frontal area. On (B)(6) 2025, novocure received additional information indicating that the patient's physician had performed a culture of the affected area. Attempts to contact the prescribing physician for further details were made, but no response was received.